Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: dim, faded, discolored display screen and a cracked battery compartment.

Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue. Additionally, the battery compartment was noted to be cracked at the chamber opening. The pump was exercised using a test battery cap with no loss of power during testing. There was no evidence of moisture inside the battery compartment.